Manufacturer narrative:
No products were returned; therefore, the exact cause of the reported issue cannot be determined. Clinical staff attributed event to a possible allergic reaction. Requests for additional information were not responded to. The user guide includes adequate warnings to monitor for potential allergic reactions. Biocompatibility of device has been established. If additional information becomes available, a follow-up report will be submitted.

Event description:
Patient became asystolic when initiating crrt therapy on the nxstage system one; nurse stated this occurred several times. Specific interventions are not known. Patient information not provided. Nurse stated that crrt therapy would be discontinued and patient would resume intermittent hemodialysis.